Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The act and up buttons were not always responding. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was unknown at the time of the incident. The device was not exposed to moisture. Unable to confirm if the time on the clock advanced because the caller did not have the device with them at the time of the call. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.